Event description:
A malfunction event was reported with a code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code reappears, which the customer acknowledged and understood.